Manufacturer narrative:
Insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing reservoir tube o-ring, cracked belt clip slot, and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's reservoir compartment was cracked and coming loose. Customer's blood glucose level was 175 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.